Event description:
The balloon did not inflate and a new catheter was inserted.

Manufacturer narrative:
Upon insertion of the foley catheter, the balloon would not inflate. A new catheter was inserted without further incident. No pt injury resulted. The sample was not returned for eval. It was reported that the facility deemed it to be an educational issue as the clinician had not properly attached the syringe to the inflation port. Add'l training was provided to the staff. We have no info suggesting that any defect was present. The root cause was determined to be user error. Due to the need for another catheter to be inserted, this medwatch is being filed.